Manufacturer narrative:
The product was not returned for analysis, the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. Additional information was requested 09/17/2007, 09/18/2007 and 10/08/2007 by phone, mail and fax. Additional information was received 09/18/2007 by phone and fax. A completed questionnaire has not been returned.

Event description:
A consumer reports seeing starbursts at night following unilateral intraocular lens (iol) surgery. Additional information, including patient status, has been requested.